Event description:
It was reported that patient had revision on a left knee due to unknown reason. The surgeon hypothesized that the femoral stem was undersized, therefore possibly loose, and potentially causing patient pain described. That is the medical reason for the revision. This surgery was a revision of revision components. No further information is available at this time.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.